Manufacturer narrative:
(B)(4). Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. It does not represent a malfunction of the device. In this case, the prolonged procedure led to the need for ECMO but the patient was not a candidate due to coagulopathy and eventually expired due to rv failure. Although the root cause cannot be conclusively determined, this event was likely due to patient and/or procedural related factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that a bioprosthetic aortic valve was implanted, then explanted due to the left coronary cusp being too close to the left main which could cause obstruction. The surgeon decided to perform a bio-bentall procedure. The explanted device was replaced with another bioprosthetic valve of the same model and size and a 28mm valsalva graft . The tissue in the root was noted to be very friable. Once off bypass, there was quite a bit of right ventricular dysfunction so the patient required large doses of inotropes. The rv function would not improve and there was some bleeding at the root. A cabral patch procedure was performed, blood products were given, coagulopathy was manageable, but the rv still was not good. Due to his coagulopathy, the surgeon did not feel he was a candidate for ECMO, so his chest was packed and left open. He was taken to the ICU and the family was informed of the gravity of the situation. Ultimately, he expired due to right ventricular failure.